Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter (serial number not provided) was not "reading for her" and had a date/time issue. The medical affairs specialist was unable to reach the patient via phone after several attempts to verify/obtain further information. A letter was sent to the address provided. The patient reported that she dropped the meter (it is not clear when she dropped it). She also reported that she had a incident on the reported date, when she experienced symptoms and tried to use the meter but it would not "read" for her. The meter just displayed the time at the bottom of the screen. She was cold and "not thinking clearly." Her husband believed she was hypoglycemic and gave her something to eat and drink to bring her blood glucose up. She did not receive additional medical attention. At the time of troubleshooting, it was verified that the patient had not recently changed the settings through the meter or the software. The date and time were reset and the issue was resolved. Although the issue was resolved with troubleshooting, this complaint is reported because the meter failed to provide a result at the time the patient was experiencing symptoms. She was administered food/drink by her husband. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass the inspection, lifescan will inform FDA of the results in a supplemental report.